Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised in (B)(6) 2011 due to patient allegations of pain, synovial fluid buildup, pseudotumours, bone erosion and metallosis. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date explanted - unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised in (B)(6) 2011 due to patient allegations of pain, synovial fluid buildup, pseudotumours, bone erosion and metallosis. Additional information provided in patient medical records indicate the left hip revision was performed on (B)(6) 2011 due to pain. The patient's operative report noted sclerotic areas; and the union of the hip abductors were repaired. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.